Event description:
Initial ((B)(6) 2025): this reportable incident was received via amazon in reference to compound w freeze off plantar spray. The consumer reported using compound w freeze off plantar spray for an unknown indication and when she reattached the cap there was a "non-stop eruption of the aerosol spray." She reported that she threw the canister away and let it finish releasing the product in the trash. She also reported that the instructions were difficult to understand and read. This was the first time the consumer used the device. Meddra version (B)(6). Expectedness: device expulsion: unexpected. Product label confusing. According to the company reference safety information.